Event description:
After upgrading to a new software version, one pt sample did not result for ggt, but generated two results for alk phos. The result for alk phos of 58.8 was sent to the host as a ggt result for the pt. No adverse events reported in association with the results. If additional info is received, appropriate notification will be provided.